Event description:
A baxter sales rep (bsr) called baxter corporate product surveillance to report an unknown amount of extension sets in which the tubing collapsed on itself as blood was being drawn. According to the report, the facility was using the 500ml evacuated containers to draw blood through venous access. The facility uses jelco catheters (18 x 1 3/4 gauge) and connect to the standard interlink catheter extension set ((B)(4)). They then connect that extension set to the (B)(4) using a lever-lock and clip it into the interlink injection site. They use a 16 - 18 gauge needle at the distal end of the (B)(4) to spike into the bottle. The facility does not prime these sets even though it says to on the label copy. The bsr advised the facility to connect the set lever lock into the injection site, open the roller clamp slowly, let it fill with blood, and once it is filled, open the roller clamp all the way and allow unrestricted flow. The events occurred during patient use. There was no injury, or medical intervention associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was discarded and is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause can not be determined. If additional information becomes available, a follow-up report will be submitted. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions were noted.

Manufacturer narrative:
(B)(4).